Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to dislocation. Femoral component and insert were exchanged to legion. Baseplate was retained.